Event description:
It was reported balloon rupture occurred. The target lesion was located in the calcified and non-tortuous arteriovenous fistula innominate vein. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at below 20 atmospheres for 5-10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.